Manufacturer narrative:
MDR 3003442380-2024-01946- device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain on 11-april-2024, it was reported by the patient for the kinked cannula within few hours of use. Event was occurred on 10/03/2024, 15/03/2024, 20/03/2024, 25/03/2024, and 29/03/2024. 5 infusion set was affected. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.